Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was explanted due to being on advisory and dependent patient. Technical services (ts) reviewed latitude remote monitoring data of this device and found a slight increase in right ventricular (rv) lead pacing impedance from approximately 300 ohms to 500 ohms which was within normal limits as well as a slight rise in rv lead capture threshold to 1.4 volts. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker was explanted due to being on advisory and dependent patient. Technical services (ts) reviewed latitude remote monitoring data of this device and found a slight increase in right ventricular (rv) lead pacing impedance from approximately 300 ohms to 500 ohms which was within normal limits as well as a slight rise in rv lead capture threshold to 1.4 volts. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker was explanted due to being on advisory and dependent patient. Technical services (ts) reviewed latitude remote monitoring data of this device and found a slight increase in right ventricular (rv) lead pacing impedance from approximately 300 ohms to 500 ohms which was within normal limits as well as a slight rise in rv lead capture threshold to 1.4 volts. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.